Event description:
It was reported that the patient was not able to make adjustment both with or without the antenna attached on the patient programmer. The patient noticed this 2 days ago when they went to check their device. It was noted that the patient realized that they weren¿t feeling any stimulation and wasn¿t sure when the last time they felt stimulation was. The patient changed the batteries in the programmer but was still seeing poor communication. Additional information received reported that the patient had no telemetry with their programmer. The patient¿s implantable neurostimulator (ins) was 6 years old and they were instructed to see their health care provider (hcp) if the replacement programmer didn¿t work. It was noted that the anomaly appeared to have occurred through product use and there was no indication of patient harm. Additional information received reported that the patient was not able to make adjustment both with or without antenna attached and had just received a new programmer because their other one was not working. The patient experienced a loss of therapeutic effect and had an increase in bowel symptoms for the past 3 to 4 weeks. It was noted that it really did not do anything for their urinary symptoms as the patient had to catheterize every day. The patient had not been able to communicate with or without the antenna with 2 different programmers as the new programmer was not communicating. It was reported that the telemetry problem complaint against the patient programmer was unverified. The tarnished antenna jack was replaced as a preventative measure and software was updated.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. Product ID 3889-28, lot# v121274, implanted: 2008-(B)(6), product type lead. (B)(4).